Manufacturer narrative:
The customer reported the spike broke off, and returned one used sample of material unknown, and lot unknown. Upon initial visual examination, the set verified the complaint of spike breaking, and there was a clear shattering and breaking of the top third of the spike, it was not returned with the rest of the set. The root cause for the broken spike could not be determined. The supplier of the spike component was notified of the failure, but the cause could not be traced to their process. A device history record review could not be performed because the lot number is unknown.

Event description:
The IV spike broke off the tubing. What was the medication type and duration of the infusion? Azithromycin describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm however nurse was uncomfortable using the product.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.